Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged pitch cable at distal end. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. .

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument tip was not moving in correct direction. The procedure was completed with no reported injury.